Event description:
"The stent was in situ in pt for about 2 weeks. When the pt went back to outpatient to have the stent removed, it didn't come out. The surgeon gave a good hard tug and the stent coil unravelled. At this point, the stent just kept unravelling and the pt had to be sent to theatre to get removed. The stent subsequently broke into quite a few pieces."

Manufacturer narrative:
The incident device has not been received for evaluation. Upon receiving and evaluating the incident device, a f/u report will be generated and submitted.